Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting peeling observed, the contrast/up/down keypad button were responsive and sprung back normally when pressed; however, the ok button keypad button was intermittently responsive and sticking when pressed, and there was evidence of contamination under the ok key contact.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok keypad button reportedly is sticking and has to be pressed multiple times for a response. The pt claimed that the keypad is intact. There was no adverse event associated with this complaint.